Event description:
It was further reported, the issue clogged nozzle was found after an unknown procedure.

Manufacturer narrative:
This report is being submitted for additional information provided by the customer. The investigation is ongoing. A supplemental will be submitted on completion of investigation or if any additional information is available.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause was unable to be determined. The event can be prevented by following the instructions for use: "operation manual includes the detection way in chapter 3 preparation and inspection. Reprocessing manual includes the preventive measures in chapter 5 reprocessing the endoscope." Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus, the colonovideoscope exhibited a clogged nozzle. The device was returned and an evaluation revealed presence of foreign material inside the nozzle. This report is being submitted to capture the reportable malfunction found during evaluation. There were no reports of patient harm associated with the event.

Manufacturer narrative:
The returned device was evaluated. The air/water supply volume was inspected for an air and water flow issue. Neither air nor water at the output of endoscope was observed due to a clogged nozzle. The nozzle was clogged by a plastic material that seems to be a part of a cleaning brush. Further inspection findings revealed, the bending section cover was worn out. The bending angulation was out of specifications. Switchbox was scratched. Plug unit was damaged. The investigation is ongoing and follow up with the user facility is currently being performed. A supplemental will be submitted on completion of investigation or if any additional information is available.